Event description:
It was reported that a cannulated drill broke during surgery.there were no delays in surgery. Device was used for treatment, not diagnosis.

Manufacturer narrative:
We have inspected the dhf of the affected lot including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The surgeon mentioned that the patient had real hard bone, which most likely caused the breakage, as no deviations were detected. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.